Event description:
It was reported that during cleaning at the user facility, the lever of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly of the lever was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported disassembly include a material fatigue issue or impact. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during cleaning at the user facility the lever of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.